Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00348. It was reported the patient (australia) is only receiving stimulation in his chest. However, he desires therapy in his back. Efforts to achieve stimulation in this area have been unsuccessful. When utilizing one of the patient's two leads during a recent programming session, it was reported that he felt faint and light headed. It was also reported the patient experienced overstimulation in the chest area. The treating physician has recommended an alternative method of pain management for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.